Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/23/2019.

Event description:
Touchscreen failed calibration. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 13 november 2019. Date of this report: 13 november 2019. The fse (field service agent) verified the touchscreen failure. The touch screen was replaced. The reported issue was resolved and the ventilator is back in service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The touch screen was discarded. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.